Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) using an indigo system separator 6 (sep6). During the procedure, while using the sep6 with an indigo system aspiration catheter 6 (cat6), slight resistance was encountered while advancing the sep6 towards an already placed fractured stent device. The physician was then unable to advance the cat6 through the stent device after making a few attempts; therefore, the decision was made to stop advancing the cat6 and to remove the sep6 first. While removing the sep6, no resistance was experienced; however, upon removal, it was noticed that the distal bulb of the sep6 was missing. The cat6 was then removed from the patient and the bulb of the sep6 was found inside it. The procedure was ended at this point. There was no report of an adverse effect to the patient.